Event description:
The user facility reported catheter was implanted on a pt with a programmable valve shunt (v-p shunt) system in 1996. Since the physician noticed that the catheter was torn in dec. 2003. The catheter was removed in 2003. No pt injury was reported.